Manufacturer narrative:
Testing and investigation found the device did not alarm with a s321 (motor error-pmc, left) malfunction alarm code. During review of the device history s321 malfunction alarms were noted. The probable cause of the s321 malfunction alarm code is a broken encoder on the motor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) service alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the facility, the device alarmed with a s321 service alarm code. No additional info was provided.